Manufacturer narrative:
Based on the available information, no conclusions can be made. Per medical records this is a morbidly obese patient with a surgical history significant for multiple abdominal surgeries. Post implant of the ventralex mesh (device #3) for the repair of a recurrent ventral hernia the patient was diagnosed with a recurrent hernia with obstruction and underwent repair. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. This emdr represents the ventralex mesh (device #3). A supplemental emdr was submitted for the ventralex mesh (device #1) and an emdr was submitted to represent the ventrio mesh (device #2).

Event description:
Per information provided by patient's attorney: (B)(6) 2013 - the patient was diagnosed with a ventral hernia and underwent repair with ventralex mesh (device #1). Per the operative notes, "I made a longitudinal midline incision overlying the area of concern superior to the umbilicus. The hernia defect was identified. The fascial defect was approximately 3 cm in diameter. A size medium ventralex (device #1) was chosen and placed deep to the fascial defect." 15-may-2014 - the patient diagnosed with recurrent ventral hernia and underwent repair with ventrio mesh (device #2). Per the operative notes," per the operative notes, "on palpation I could demonstrate the fascial defect more to the right of the midline and the transverse incision was made. Hernia sac was opened. The previously placed mesh (device #1) wadded up essentially into a ball. The fascial defects have greatly increased in sizes about 3 times as the size of what it was before. I chose an oval ventrio mesh (device #2).¿ it was then placed & sutured. (B)(6) 2015, the patient visited hospital and diagnosed with a possible recurrent hernia on left. (B)(6) 2015 - patient was admitted to the hospital for bulge in abdomen and pain in left side. Patient was diagnosed with ventral hernia and underwent repair with ventralex mesh (device #3). Per the operative notes, "I reopened the left side of the transverse incision. The mesh had curled on itself and was quite thickened. I removed the portion of the mesh that was curled up into a ball. (Based on the anatomical location this appears to be device #2 ventrio mesh). I chose the ventralex mesh (device #3) 2.5 inches in diameter, and it was anchored." (B)(6) 2016 - the patient was diagnosed with recurrent ventral incisional hernia with obstruction, pain and underwent repair. Per the operative notes," the previously placed transverse incision was reopened. Down to palpably feeling the 2 defects at the lateral edge of the hernia mesh. One of the defects is approximately a centimeter in diameter. The other one was approximately 2 cm in diameter. It was noted that the greater omentum was incarcerated within the hernia sac, and this was amputated. The 1 cm defect was reapproximated with sutures x3. Another medium size mesh was chosen, placed and anchored.¿ this MDR represents ventralex mesh device #3. Attorney alleges adhesions, bowel obstruction, mesh migration, mesh shrinkage, pain recurrence, mesh curling and mesh wadding.